Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Company representative reported unknown side "defective/ ruptured". Device remains implanted.

Event description:
Company representative reported "defective/ ruptured". This record is for unknown side. Device was not implanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ rupture: not observed openings. Additional observations: ¿ voids observed in the gel. ¿ deformation observed. ¿ white particles observed on the surface of the shell. No further actions are required as the device was implanted.